Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06-feb-2026, it was reported by a sales representative via (B)(4) that an ar-1204as-105 flipcutter ii broke during use. This was discovered during an acl reconstruction procedure with no patient harm. No piece(s) broke off inside the patient, and the case was completed successfully.